Event description:
Complainant alleged that the clinician was attempting to defibrillate a pt. Using electrodes with the device. The clinician charged the device to 360 joules, but when the discharge button on the multi-function cable were depressed, the device did not deliver the energy to the pt. In addition, the device indicated that the energy was dumped into the device internally. The clinician attempted to defibrillate the pt a second time at 360 joules, but again the device discharged the energy internally. The clinician's third attempt to defibrillate the pt at 360 joules, was successful. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.